Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 474 mg/dl and ketones were present. Insulin injection was administered to address bg. Customer went to the emergency room (ER) and was treated with intravenous fluids (type not reported). After 8.5 hours, customer felt better; bg was 167 mg/dl. However, customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous fluids (type was not reported) were administered. Elevated bg/ dka were resolved and customer was discharged on (B)(6) 2018 with no permanent injury. Customer reverted to using manual injections for insulin therapy and was in contact with tandem clinical diabetes specialist.